Event description:
A customer reported experiencing a "vacuum suctioning" issue before surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 22, 2006. Based on qa assessment, the product met specifications at the time of release. The fluidics module was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The fluidics module was first mechanically tested by rotating the latch assembly and checking the latch disk. Both mechanisms performed as intended. The module was then tested when installed in a calibrated system. No abnormal conditions were observed. The module was tested and the fluidics module was found to meet all specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. (B)(4).